Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information and no further information has been provided. D10: 12mm height size d articular surface with hinge post extension / use with plate 3,4,5,6 / screw enclosed do not discard item # 00588004012 lot # 62280705. Right size d cemented option femoral component femoral plastic cap must be removed prior to implantation item # 00588001402 lot # 62231223. H6: mechanical (g04) - stem. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: femoral component catalog#: 00588001402, lot#: 62280705. Articular surface catalog#: 00588004012, lot#: 62231223. G2: australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure post implantation due to femoral fracture proximal to femoral implant. Attempts to obtain additional information have been made; however, no more is available at this time.